Event description:
According to the reporter, a patient with polycystic kidney disease, and end-stage renal failure was admitted to the hospital on (B)(6) 2024 with non-functioning pd (peritoneal dialysis) tunneled line, high arterial pressure (hypertension), pyrexia, and streptococcus in the blood. The nurse entry from (B)(6) 2024 was that the entry site was looking very inflamed and weeping serous fluid. Medical staff thought this was an allergic reaction to the dressings. After trying a few different ways of cleaning the line sites during patient admission, it was thought that the patient was allergic to chlorhexidine. Tego was not utilized. There was no luer adapter issue. Standard cleaning of dialysis catheters was with green clinell device wipes, 2% chlorhexidine, 70% alcohol, and bd chloraprep on dressing change days. Patch testing carried out by dermatology in (B)(6) 2024 did not support a true allergy, but the patient had been advised to avoid chlorhexidine-containing products in the future. The line was replaced with a different product ID (identifier) and lot on (B)(6) 2024. The last day of hospital admission was (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.